Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During training, customer reported that a fully charged autopulse li-ion battery (sn (B)(4) does not power the autopulse platform after it was in the unit for three to four hours. Another battery was used and the autopulse platform powered on without any issue. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.